Event description:
I had surgical revision of a total hip replacement on the right side, after several dislocations and replacement of two other hips. It was hoped that the larger metal on metal 36mm articul/eze femoral head replacement manufactured by depuy would help stop dislocations. This was not the case. The hip felt loose immediately and caused much pain. It failed after only months and had to be removed and replaced. I have read all over the web that this device is every bit as faulty as the asr replacement metal on metal hip. I have had to retire from my job as a rn and have much pain and difficulty ambulating as a result. Please! Do something about this dangerous hip. J&j should be held responsible for all of their faulty hips, not just the asr. They have manufactured four such hips under different names and all have caused pain, dislocations, and metal poisoning. Please notify me if you have need of any further info. I have a unique perspective on this as I was and rn for (B)(6) before this hip ruined my life. Dose or amount: right hip.